Manufacturer narrative:
This report is being supplemented to provide additional information based on feedback from the field. Olympus will continue to monitor field performance for this device.

Event description:
Olympus (omsc) was informed that the customer tracheal intubation fiberscope was returned to the olympus repair department for a reported ¿insertion part coating peeling, buckling¿. The customer reported event was found during an unspecified event. No death, injury or harm was reported to olympus. During the repair inspection, the coating of the insertion tube was found peeling off (greater than 1 x 1 square millimeter). No death, injury or harm was reported to olympus. This report is being submitted to capture the coating of the insertion tube peeling off (greater than 1 x 1 square millimeter).

Manufacturer narrative:
The repair inspection confirmed the customer¿s reported issue, the coating of the insertion tube was found peeling off (greater than 1 x 1 square millimeter). Additionally, the flexible tube of the insertion section is deformed/crushed. The inspection also noted the bending angle is insufficient due to the elongation of the angle wire. The adhesive part of both the objective lens and the light guide lens has come off. The watertightness of the light guide connector is not maintained. Mark peeling on the suction cylinder is recognized. The bending section rubber adhesive part is missing. There is peeling of the indicator on the base of the light guide mounting part. There are scratches on the following parts of the scope: eyepiece, grip, up/down plate, vent metal, and the fixing ring. The investigation by the legal manufacturer determined that there is no design, manufacturing, material or processing related cause for the reported event. The device history records (DHR) was reviewed and it was confirmed that the device met standards at the time of shipment. The device previously serviced in july 2019 for a reported pin hole on the bending section cover. The cause of the coating of the insertion tube peeling off could not be conclusively determined. However, the potential cause could be attributed by stress of repeated use, external factors or handling.